Manufacturer narrative:
Findings: unit received with missing display window cover, severly scratched lcd window, cracked keypad at select button, keypad overlay texture damage, broken belt clip rails, missing reservoir tube o-ring and missing retainer. Unable to perform displacement test due to missing retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a physical damage. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.